Event description:
Procedure: lap chole. According to the reporter: the clip fell off the vessel resulting in bile leakage. The pt was transferred to the pediatric intensive care unit. Pt is currently out of p.i.c.u. And well.